Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 303237, expiration date 08/31/2012). Reference medwatch report with patient identifier (B)(4) for the suspect device used in the advantage system.

Event description:
Customer reportedly received result of 200 mg/dl on the advantage system while using comfort curve test strips, and result of 80 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.